Event description:
Fluid noted to be leaking from intermittent infusion port (red port) of ICU medical 9.5" smallbore trifuse ext set w/3 microclave¿ clear. Caps were checked and confirmed to be secured. Caps were replaced anyway to trouble shoot but leaking continued.